Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Initial report was submitted as a part of uno recall device, the device is not under the uno recall. Correct event description should be - the manufacturer received information regarding a dreamstation humidifier. The patient has passed away. The manufacture's investigation is ongoing. A follow up report will be submitted. In this report box h has been updated/corrected. Due to a discrepancy with the customer reported serial number of the humidifier compared to the base device units registered to the customer, the model and serial number of the base device is unknown. Additional information is not available at this time.

Manufacturer narrative:
Upon review, it was determined this report is a duplicate of MDR 2518422-2024-10156. All reporting will be completed on MDR 2518422-2024-10156.